Manufacturer narrative:
Other, other text: h6) additional information was received indicating that there was no patient injury.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump alarmed cassette not attached and downstream occlusion.

Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed housing all intact. The reported "cassette not attached properly" and downstream occlusion problem was duplicated. Found cassette not attached properly alarming when attached cassette. A review of the manufacturing DHR found that the dso sensor had drifted out of specification during the burn in process. However, the pump was re-calibrated and passed all subsequent testing during the manufacturing process. It is unlikely that this issue had anything to do with the current failure. The defective dso sensor will be replaced.